Event description:
The customer reported the system displayed a communication error. This error will result in a no boot, system lockup, or shut down depending on when it is displayed. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cable. The system operates as intended.